Event description:
A prescription written for one touch sure step was dispensed with one touch strips. Whay type of staff or health care practitioner made the initial error? Pharmacist. Pt expected o.t. Sure step.